Event description:
Patient reported left side pain, burning nipple, recall, seroma, "complex cyst", and isoechoic nodular image, with regular contours in quantitative susceptibility mapping (qsm). Patient also reported "labyrinthitis and high blood pressure" which are not device related. Device remains implanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.